Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter does not power on. The medical surveillance specialist (mss) spoke with the pt on (B) (6)2010 and obtained the following info: at an unk time and date (during the first week of (B) (6)), the pt stated that the meter did not power on after he had dropped it on the floor. As part of his diabetes management, the pt tests three times a day and takes 10mg of glipizide in the morning and evening. Despite the alleged issue, the pt stated he continued with his daily regimen; without testing on another device. On (B) (6) 2010 at approximately 5:30pm, the pt stated he could not stand up and walk. The pt immediately contacted ems for assistance. The pt was tested on the ems's meter and received a blood glucose reading of "hi"; per the pt, he was told by ems that his reading might have been over "500". The pt was transported to the ER soon after. The pt recalls that his blood glucose read "971 mg/dl" on the hospital's meter and was immediately given insulin "in gradual doses". The pt stated he was released from the hospital three days later, and as a result of his elevated blood glucose, his physician changed his regimen to insulin (70/30 mix). At the time of troubleshooting, cca verified that the battery in the subject meter needed to be replaced per owner's manual recommendation. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: although the pt's reported symptoms may not be directly related to diabetes, the pt tested over 500 mg/dl on the ER's meter and was treated for hyperglycemia by the hcp.